Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had blood in safety disk.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found blood in safety disk. To fix this issue fse replaced the safety disk, blood detection tubing, and purge valve assembly functionally tested unit, passed with no further errors. Full pm, safety, calibration, and functionality checks done and released to customer and cleared for clinical use.

Event description:
N/a.